Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Cautionary product use conditions that might have contributed to this event included: morbid obesity; tortuous, calcified bilateral iliac arteries; and, ongoing anticoagulation and antiplatelet therapy due to the increased risk for bleeding complications. During implant, there was evidence to support an unintentional stent migration; the suprarenal cuff was place below the renal ostia. There was also evidence of a persistent type ib endoleak observed on the last angiogram run. This finding was not as clear on the one month post implant CT scan; there was an insignificant sac increase with a fabric billowing verses type ib endoleak from the lcia. Six months post implant, non-contrast surveillance demonstrated interval sac reduction. Eight months later, (15 months post implant) there was evidence to support an interval sac increase and a new distal, posterior type iiib endoleak near a new stent graft kink, although a type ib endoleak from the left iliac artery could not be ruled out entirely. Sixteen months post implant, there was evidence to support a type iii b endoleak. The still photographs did not demonstrate a type ib endoleak from the left iliac artery, although bilateral limb extensions were implanted along with a new bifurcated and suprarenal stent. The patient was discharged home the first post-operative day, on both antiplatelet and anticoagulation therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information; however, patient's patient anatomy/condition may have been a contributing factor.

Event description:
It was reported that approximately 16 months post implant of a bifurcated device and suprarenal aortic extension, a large endoleak was revealed after a follow up computed tomography scan. An angiogram of the left and right common confirmed a fabric failure, causing the leak. The relining was a success and the patient is fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.